Event description:
It was reported the device was used in an unk procedure. The surgeon reported directly to the "cin" after the staples were applied they came out while the incision was being cleaned prior to application of the surgical dressing. Additional staples were used to close the incision. There was no consequence to the pt.